Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: iris pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop: 35 without pupil block and angle closure and pigment dispersion. The lens remains implanted. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.